Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of an infusion finishing earlier than expected was confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that an infusion of ixabepilone was programmed to run at a rate of 101ml/hr with a vtbi of 304ml to infuse over 3 hours at 10:53 am on (B)(6) 2015. The module alarmed for air in line at 10:56 am; the disposable set was checked and the infusion was restarted. The module alarmed again for air in line at 12:55 pm, however this time the device was channeled off. The pcu event log could not determine the starting volume of the fluid container. Functional testing found no issues with the device. Rate accuracy testing was performed and the device delivered fluid within specification. The root cause of the reported event was not identified.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device alarmed "air in-line" and the user found the IV bag was empty sooner than expected. Ixabepilone 58mg/304ml was programmed to infuse at 101ml/hour for 3 hours, but the infusion completed in 2 hours. The user double checked the programming and it was correct and pharmacy believes the correct volume (304ml) was in the IV bag. The customer is questioning device malfunction and is requesting investigation.